Event description:
It was reported that the patient presented to the emergency room (ER) because their hand was still numb after receiving a shock from their implantable cardioverter defibrillator (ICD) last week. An alert was noted for an electrical power on reset (por) that had occurred eight months earlier. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).